Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell 4 of 5. The baxter technical service representative (tsr) cleared the error and informed the home patient (hp) of the error?s meaning. The hp would stop therapy until they talked with their peritoneal dialysis registered nurse (pd rn) for instructions. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that they thought the air entered the lines because the third bag on the setup had some air which was pushed into the heater bag and then the patient line. The hp could not see anything physically wrong with the bag. There were no leaks observed. The hp discarded the supplies from the night and did not provide the lot number information. The hp did notify her nurse regarding the alarm. The hp was continuing therapy without any other complications. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed and the cause was not identified because the sample was not returned for evaluation and the patient did not describe any type of use error that might have caused the alarm. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.